Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the patient had unknown issues with the coude catheter. Per new information received, it was reported that the coude catheters were larger than normal. The patient experienced pain during the insertion of the catheters and was not able to fully insert for use. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to the ¿operator error" during the form selection process. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the patient had unknown issues with the coude catheter. Per new information received, it was reported that the coude catheters were larger than normal. The patient experienced pain during the insertion of the catheters and was not able to fully insert for use. No medical intervention was reported.